Event description:
A physician reported that a patient was treated on 04/04/97 in the philtrum and upper lip. On 05/07/97, the patient developed erythema at all injection sites. The physician diagnosed a hypersensitivity and prescribed an unknown anti-inflammatory agent. As of 06/20/1997, the erythema persisted.